Event description:
It was reported that the customer was hospitalized for dka. The customer stated that the pump was not delivering. It was indicated that the cause of the event was not determined by the md. Prior to the event, the customer did not change entire set to resolve hbgs. At the time of the call, the customer was being treated with an insulin drip and the customer does not have a battery for the pump. The customer had called back when customer found a battery for the pump. It was noted that the customer was assisted with repgrogramming the pump. Troubleshooting was performed and the pump passed the functional tests.